Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted.

Manufacturer narrative:
Section d1: brand name: corrected. Section d3: manufacturer information: corrected. Section d4: catalog number and UDI: corrected. Section g1: contact office (and manufacturing site for devices): corrected. Manufacturer¿s investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The reason for the explant is unknown and was not provided by customer. (B)(6) was returned assembled with the pump cable cut approximately 6¿ from the pump header. The returned outflow graft was severed approximately 3" from the hardware and stapled shut at the distal end. An additional 0.5" section of the graft was also returned stapled shut at both ends. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned device, loosely structured depositions of coagulated blood were found in the interior of the inflow cannula, interior of the pump cover, outflow graft, and the rotor. These depositions appeared consistent with blood being left in the device after support was ended. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The log file data indicated that the lvad was turned off on 21dec2023. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.